Event description:
During procedure some tacks could not be fixed on the tissue. Reported the normal conditions of tissue. Among multiple defective tacks, those could be retrieved are going to be returned for investigations. Operating time not extended. New one was opened to complete the case with no problem. No patient harm. Tissue damage. No. Nothing of adverse event caused by extension of or time was reported. Pieces fell into the cavity and could not be retrieved. No bleeding. No patient info is available: gender: unknown, age: unknown, weight: unknown.

Manufacturer narrative:
(B)(4).